Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast tissue dissection, the product component was shredding. Shredding components were retrieved.